Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of that a 3t heater cooler machine diplayed an error related to pump using too much power (ee6) during priming. The error was relevant to patient circuit. There was no patient involvement. Verification of 3t heater cooler found the cpu board was defective and need to be replaced.

Manufacturer narrative:
H10: in order to solve the issue, main circuit board (cpu) was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.